Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the uninterruptible power supply and battery were defective and were replaced. Also the power switch cable was also found defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor of the workstation of the system 9800 displayed the message "no input signal". There was no adverse pt involvement reported. There was no pt information reported.